Event description:
Dealer states end user states chair is becoming sluggish and batteries are going dead after approximately 20 minutes. Dealer states having to balance motor of 4% in favor of the left motor in order for the chair to be driven straight.